Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation physio-control observed that the device had abnormal energy discharge. There was no patient involvement in the reported event.

Manufacturer narrative:
Physio-control further evaluated the replaced part at the product assessment center (pac) and confirmed electrical damage to the the pcba's energy delivery circuit which caused that no energy charge or discharge could be performed. The cause of the reported issue was isolated to the biphasic pcb assembly, however further root cause could not be determined.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing biphasic module, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio-control requested the return of the replaced part for further evaluation at the product assessment center (pac).

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation physio-control observed that the device had abnormal energy discharge. There was no patient involvement in the reported event.